Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old caucasian female patient underwent primary breast augmentation with 450cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. It was reported that patient experienced unacceptable cosmetic appearance, and right side deflation. As a result, the patient underwent bilateral replacement surgery of aging devices with catalog number 3502450; serial number (B)(6) on the right side, and with catalog number 3502450; serial number (B)(6) on the left side on (B)(6), 2023. On (B)(6), 2023, mentor became aware that the devices were discarded and photos show deflation clearly. Mentor was also made aware that the patient also experienced left side capsular contracture; baker grade ii in addition to right side deflation, and underwent bilateral replacement surgery as previously indicated.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Type of investigation code has been corrected under field h6 to " device discarded" on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), type of investigation code correction.